Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 21.1 mmol/l with increased thirst and urination, nausea and ¿jetlag¿ associated with an allegation of inaccurate insulin delivery. The reporter indicated that the pump basal history and total daily dose correctly reflected the user programmed basal rates, the boluses recorded in the history were showing as programmed and the bolus totals matched in the total daily dose. The patient confirmed that the pump delivered an air bolus successfully and the bolus recorded in the pump history. This report is made based on the allegation that the patient experienced hyperglycemia related to a potential inaccurate insulin delivery.

Manufacturer narrative:
Follow-up #1 06/29/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.